Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the battery was faulty. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device had a battery failure alarm, and observed an error message on the display. It was reported that the charging indicator was not present. The remote service engineer (rse) recommended replacing the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The key market reported that the battery was replaced to resolve the issue. The device was returned to service.